Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker reverted safety mode. Technical services (ts) was informed that no device interrogation or evaluation had been performed and due to the risks associated with safety mode operation, further clinical evaluation and management was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted safety mode. Technical services (ts) was informed that no device interrogation or evaluation had been performed and due to the risks associated with safety mode operation, further clinical evaluation and management was recommended. No adverse patient effects were reported. This pacemaker remains in service.